Manufacturer narrative:
The device has been received but additional time is required to complete the investigation. Upon its completion, a supplemental will be submitted.

Event description:
The customer stated that the screen is black at power up. No pt involvement. Date of event is approx as occurring 3 weeks prior to the awareness date.